Event description:
In 2003 the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the patient was admitted to the hospital for pnuemonia. While the patient was on the ward, they collapsed and was transported under emergency situation to ICU. In ICU, the perfusionist saw an intermittent ventricular fibrillation and started resuscitating the patient. The patient has an implanted defibrillator, which was still working. At that time it was decided to do a transesoghagal echo. The echo showed a backflow over the inflow valve and lvad exchange. While in or the patient was connected to the heart lung machine and the new inflow valve and lvad was implanted.